Manufacturer narrative:
Per the information in the event description of the reports sent to FDA, it appears that the facility's "bmed" tested the involved erbe electrosurgical unit (esu/generator) and no problem was found. No additional investigative work can be performed, at this time, as no serial number for the erbe esu was provided to erbe and the reporter did not provide any contact information. Based upon the limited information supplied to erbe at this time, no conclusive determination could be made as to the possible cause(s) of the event. If further information is obtained (e.g., testing of the involved esu, etc.), then a follow-up report will be filed.

Event description:
It was reported by a user through FDA via medwatch report numbers mw5157416 and mw5157417 that a patient incident. Per the last report (mw5157417): "patient had large polyp that required lift for emr (endoscopic mucosal resection). After polyp lifted and snare placed around polyp to cut and burn using cautery. However, the erbe failed and the cautery did not work. Multiple attempts were made to correct the issue but failed. A new erbe was immediately brought in and the polyp was removed, however the md stated she suspected a perforation. Multiple clips place to close polypectomy site and patient was sent to CT for verification of perforation. CT confirmed free air in abdomen, patient admitted for observation and surgery consulted. Biomed report: (B)(6) 2024 - bmed removed device from service. Staff reports "not cutting properly" during case on thursday, (B)(6) 2024 at 1600; the single-use polypectomy snare used on patient, ref: m00562340, not obtained from staff. Interface and settings; monopolar receptacle with erbe ref: 20192-135 accessory electrode cable, 1a snare/hot biopsy, forced coag effect 2 and 20-25 watts. Additional info: staff received numerous green indicator light. Encountered multiple error codes but failed to record message. Display flashed. 2024 july 2 - no problem found tested per OEM output matrix. Device also tested with erbe accessory cable, ref: 20192-135, connected to a new boston scientific single use polypectomy snare circuit, ref: m00562340, lot: 31187002, and use by: 2026-03-06 per staff's reported settings of forced coag effect 2 at 20-25 w resulted in 21.2-25.6 w. Bmed holding device in shop until further notice. Reference report: mw5157416."